Event description:
Additional information received from the patient reported that the fall in 2013 was resolved.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v557258, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient experienced no stimulation from their implantable neurostimulator (ins) following a fall on (B)(6) 2013 at 8:00pm. The patient fell on the opposite side of the ins and then rolled to the side of the device. Additional information received 6 days later reported that the patient experienced a loss of therapeutic effect and a return of their symptoms. It was also noted that the patient¿s programmer unit had been lost as they believed that it was either packed away with decorations by a family member or that it was thrown away. The patient had an appointment on (B)(6) 2014 to turn the device back on. Further information received 2 days later confirmed that the patient fell and was injured about seven days ago. It was noted that when they fell their stimulation had turned off. The patient had also been receiving physical therapy for their shoulder due to the fall. It was reported that the patient had been wetting the bed for the last 4 days. It was confirmed that the patient had an appointment on (B)(6) 2014 to receive a replacement programmer for the previous lost unit. If additional information is received, a follow up report will be sent.